Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire does not show damage. Additionally, the instrument was found to have a broken grip cable at the grip hub. The broken cable caused the instrument not to open or close properly. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument wire broke during the coagulation procedure. The procedure was completed as planned without further issues. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the broken cables were black. It looked like a total cable breakage, and the wires were broken when the surgeon was just about to perform coagulation. No fragment fell into the patient and no patient injury. There was no loss of cautery associated with the broken cables. The cable breakage was first observed intraoperatively. No arcing was observed. The instrument was removed and replaced with a backup of the same kind. The instrument was inspected before use.